Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient who was in a slow vt rhythm received inappropriate atp and shock due to oversensing of lead noise on the ventricular channel. The arrhythmia was converted to sinus. A slight increase in ventricular pacing threshold was noted. The physician determined the incident was due to the patients use of flecainide and should improve now that flecainide is discontinued. The patient will be monitored.